Event description:
It was reported that during procedure ever since the last two software updates, user get noise caused by cautery use. Doctor keep getting out of measurement range-calibrating on screen followed by a loud tone. The system still does not seem to be muting properly when esu is used. We are using the muting clip with the wire wrapped securely around the clip. The procedure was completed by reported product. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.